Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While impacting a pinnacle sector 2 size 60 shell on (B)(6) 2020, the surgeon experience a breakage of the back end of a pinnacle cup inserter from the rest of the handle. The result was two pieces and both were accounted for immediately. No additional fragments were generated. The surgeon was able to finish the case without any delay. No patient consequences.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.